Event description:
It was reported that the iab was inserted via a sheath, while in the catch lab at 4:00 pm. The patient was moved to the ICU. At approximately 9:00 pm, blood was found in the helium tubing. As a result, the iab was removed using a guidewire. Pressure was applied to the patient's insertion site after the iab was removed. There were no reported patient complications.

Manufacturer narrative:
Evaluation: iab was returned in box & plastic bag. Pump tubing was returned with iab. Vacuum was pulled on iab & did not hold. A vacuum was pulled on one-way valve & held. Guidewire was not returned. A guidewire was fed through iab central lumen without resistance. The iab was submerged/pressurized in water; bubbles exited bladder, approx. 18 cm from distal tip. When bladder was examined under 10x magnification, a hole was found in an abraded area < 1 mm in length. A DHR re-review was conducted on the iab without findings. It was concluded that the bladder was abraded. The root cause of the reported event was determined to be due to calcified plaque. The IFU states "intra aortic membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredicatble and may be due to calcified plaque, resulting in membrane surface abrasion and eventual perforation." A follow-up report will be filed if more information becomes available.